Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion and replaced with this cardiac resynchronization therapy defibrillator (crt-d). This crt-d was later explanted for an unknown reason. New information received indicates that the patient has since retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the legal claim.

Manufacturer narrative:
Regarding (B)(4): as of today, the explanted product has not been returned for analysis. If it is returned or if additional information becomes available, this event will be reopened. Regarding (B)(4): boston scientific crm received temporary access to this device following litigation proceedings. Visual inspection noted that the leads were attached to the device but severed. Upon interrogation it was noted that the device was left in monitor+therapy mode following explant. There was an open lead shock fault code present upon interrogation. The device was returned back to the patient's attorney. The device has since been returned again to boston scientific following the settlement of this legal case. The device is currently in analysis. When analysis is complete, this report will be updated. A thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.